Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2111068, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. All product was evaluated using magnification, no particles or other foreign matter was observed within any of the syringes. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to reduce particles from generating. While we cannot identify a direct issue, it is possible particles can generate during the assembly process due to friction during movement of the device within the manufacturing equipment. As the device records do not indicate any issue and no samples were provided for evaluation, we cannot verify this to be true for this incident reported. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was discovered. There was no report of patient impact. The following information was provided by the initial reporter: we found particles of polypropylene (size 340 - 900 m) in a solution.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was discovered. There was no report of patient impact. The following information was provided by the initial reporter: we found particles of polypropylene (size 340 - 900 ¿m) in a solution.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.